Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold and weight to the spec. Cloudy was observed after autoclave disinfection process. No openings observed in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "device exchange due to patient¿s concerns with the product".

Event description:
Healthcare professional reported left side "device exchange due to patient¿s concerns with the product". The device has been explanted. Healthcare professional reported "left side rupture was found during explant surgery", "capsular contracture grade ii".